Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m5647c. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue?

Event description:
It was reported that during a laparoscopic colon procedure, the surgeon fired the stapler twice, would not open after second firing, stuck on tissue. The case was completed using another device of the same product code. There were no patient consequences reported.